Event description:
Patient scheduled for lap chole, 5mm trocar inserted on the 1st port was successful, then attempted to insert the 2nd trocar on the 2nd port but was not successful. Upon checking trocar, the tip was missing. Team checked insertion sites and inside abdomen but did not locate a foreign body. Surgery was continued and completed. CT scan completed afterwards, clear for any retained foreign body.